Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. No pre-procedure device check was done. Precleaning was performed immediately after the procedure. Water was not aspirated through the instrument/suction channels or auxiliary water channel. All of the reprocessing accessories were without abnormality. Manual cleaning was done more than an hour after precleaning and no presoaking was done. Leak testing was done and there were no leaks. Mediclean forte manufactured by dr. Weigert was used as the detergent for manual cleaning. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The brush was inserted into the instrument channel from the suction cylinder. Detergent was not aspirated through the instrument/suction channel. The distal end was brushed with a channel opening brush. The air/water, instrument/suction, and auxiliary channels were then flushed. Manual disinfection was not done. The automatic endoscope reprocessor was a getinge ew2. Pokayoke was used as the detergent and pokayoke a+b was used as the disinfectant. Both were manufactured by getinge. After reprocessing, the site had a clear system to avoid cross contamination. The scope was stored in a drying cabinet for a max of 30 days. The endoscope was not sterilized. Maintenance and repair was not performed by olympus, but olympus did provide reprocessing training. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the up/down knob could not be locked securely due to wear of the forceps elevator lever. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope was contaminated again. The customer noted the scope had previously been sent in for past positive culture and they wanted to know if the channels had been replaced. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - suctioning was not performed for biopsy channel/ suction channel at precleaning. - flushing was not performed for air/water channel with using mh-948 at precleaning. - flushing was not performed for auxiliary water channel at precleaning. -suctioning detergent solutions was not performed for biopsy channel/ suction channel at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviations in user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.